Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that the collimator shutters were closed at boot up on the 9800 system. No patient injury was reported.